Manufacturer narrative:
The field service representative (fsr) tightened the hinge, top front cover (rohs)_part number 7-76748-01 and deemed the part the likely cause. The issue was resolved with the tightening of the hinge, top front cover (rohs) . There have been no subsequent contacts from the customer regarding covers post service¿s intervention. A review of the architect architect i2000sr, serial # (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the hinge, top front cover (rohs)_part number 7-76748-01 did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual addresses proper and safe operation and function of the i2000sr system. The architect I-system service and support manual provide instructions for removal and replacement of the hinge, top front cover. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect i2000sr, serial # (B)(6) , or hinge, top front cover (rohs)_part number 7-76748-01

Event description:
The customer observed the top cover of the architect i2000sr analyzer would not remain in the upright position. The customer stated that there have been no injuries due to the cover not staying up. There was no injury reported and no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed the top cover of the architect i2000sr analyzer would not remain in the upright position. The customer stated that there have been no injuries due to the cover not staying up. There was no injury reported and no impact to patient management.